Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Complaints text (B)(6) 2016 09:18:49 schore1 initial the customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 250mg/dl. The customer's most current level was 238mg/dl. The customer's levels had been as high as 400mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The device passed testing and was found to be operating as designed. The customer was advised to conduct full set, reservoir and insulin change. The customer did not feel safe with the pump. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No motor error alarms during testing were noted. The motor passed the motor test. The pump had a cracked case at the display window corner, a cracked reservoir tube lip, and minor scratches on the display window.